Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 04-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not showing on the station. A technical support specialist found that the maintenance had not been started initially, initiated the service; however, the station became stuck on a black screen. A field service engineer found the station at the basic input/output system (bios) login screen, rebooted the station, which then proceeded through an automated update and eventually loaded the application login screen, performed testing in the hardware testing application (hta) as well as in the customer application along with station staff, and verified normal operation. The system functioned as intended after the field service engineer and technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, no patients were displayed and the es server failed to load when attempting to search for devices assigned to the m and nucmed area. Following a post-upgrade issue with the MRI pyxis overnight, native patients were not visible in the available patients list. Attempts to remove and re add the area to restore patient visibility were unsuccessful. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.